Manufacturer narrative:
(B)(4). The customer¿s biomed engineer reported that while working on the table, he found that the safety bar and switch were missing and the safety bar switch was bypassed. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse reported that when the system was received for installation on(B)(6) 2014, the table was not able to be raised. The fse determined that the safety bar mounting bracket, switch, and cable were damaged. The fse reported that the mounting bracket and switch were removed from the couch and the cable was rewired to permit operation of the system without the safety bar being in place. The fse reported that the safety bar was not damaged and was stored in the cabinet behind the gantry, so that it was available for servicing the table. The fse also placed a note on the couch scissors to identify where the safety bar was stored. The fse reported that this does not affect system operation. The fse reported that a safety bar bracket assembly was acquired. The fse installed the bracket assembly and the safety bar to resolve the issue.

Event description:
The customer's biomed engineer reported that while working on the table he found that the safety bar and switch were missing and the safety bar switch was bypassed. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander.